Event description:
Report received from the USA stating that the device was "heating up" during testing. When everything was plugged in the device was unusually warm. The event was not related to surgery. There were injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.